Event description:
It was reported that stent damage occurred. A 16 x 4.00 promus premier¿ drug-eluting stent was selected for use to treat the lesion; however, when the device was advanced into the guidezilla¿ guide extension catheter, the physician noted destructured stent. The procedure was completed with the implantation of a 15x4mm non-bsc stent. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).